Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of over 300 mg/dl because the insulin pump was not delivering. Caller stated that the customer's insulin pump was not working correctly because it was not giving any basals to customer. Caller also stated that the sensor lost communication causing the insulin pump not to alarm. Nothing further was reported.